Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient reviewing the problems they mentioned originally and they stated tha they had an upcoming appointment and just wanted to know if it was known if it was ok to turn their stimulation off when they sleep. It was reviewed that it was ok if they would like to and to follow-up with their healthcare provider (hcp) about the issues they reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thought they were having problems with their device. They further stated that they always had their stimulator running and stated that they usually took one to two hours to charge at night after a day or a day and a half. The patient stated that it is now taking five minutes and stated ¿that¿s not right¿. They stated it only takes 10 minutes and the recharger will show that the stimulator is fully charged (confirmed that they were getting the charge complete screen). The patient stated that they did not know what was going on because it was never done that way. The patient confirmed that they recharged every day and had not had any changes made to their settings. They confirmed that when the recharger showed that the battery was full, their programmer also showed that the implant battery was full. The patient stated that the stimulator hurt. They stated they always kept stimulation at 2.8v and they had decreased stimulation to 2.0v, but it still was not right, and something had changed. Patient services reviewed to decrease stimulation and to possibly turn stimulation off until meeting with the healthcare provider (hcp) if the patient is still hurting after decreasing stimulation. The patient then noted that they could not turn their stimulator off, because they had had six back fusions and they could not live with the pain. It was indicated that the patient confirmed having a fall a month ago that could be related to the reported issues. The patient was redirected to follow-up with their healthcare provider (hcp) to get their stimulator checked out. The patient mentioned that their hcp was in (B)(6) and the patient was in (B)(6) and would not go back to (B)(6) until the end of the month. A list of hcps was sent to them. In the meantime, the patient was going to call their regular doctor. It was reported that the issue of the stimulator hurting, it not being right and something had changed started this past week in (B)(6) 2018. The issue of the stimulator now charging to full in 5 to 10 minutes occurred over the weekend in (B)(6) 2018. No further complications were reported/anticipated.